Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) screen began glitching, it is unknown under which events the malfunction occurred, however there was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields: b5, h6 (medical device - problem code). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue, the screen looked normal. The fse replaced the inverter for precautionary methods. Machine passes functional and safety test and returned to the customer for clinical use.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) screen began glitching and there were lines across the screen. There was no patient involvement.